Event description:
I used philips brand soothie pacifiers for my child. They were given to me by the nicu at our (B)(6) hospital in 2010. A year later (they are no longer being used), I noticed that one of the pacifiers within a group of a half dozen was sticky/greasy on all surfaces. The pacifier had been stored in an open glass container and used constantly for 6 months. It was only ever washed by hand. My child has not gotten visible ill from using the pacifier, but I am deeply concerned that she has ingested the plasticizer found on the pacifier. Dates of use: (B)(6) 2010.